Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02868.

Event description:
The plaintiff's attorney alleged that all decedent experienced unspecified injuries, including alkalosis and subsequently expired on (B)(6) 2007, after the use of the product.